Manufacturer narrative:
Unit passed displacement test and self test. Hardware low level failures alarm confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly. No the motor arm cannot communicate with the main arm alarms noted during testing.

Event description:
It was reported that the insulin pump had an insulin pump error alarms. The customer's blood glucose level was 11.4 mmol/l at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump initially passed the self-test but later the insulin pump error occurred again during the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.